Manufacturer narrative:
Submit date: 10/06/2016. An investigation of the reported condition was performed on (B)(6) 2016 by (B)(6). A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The actual sample(s) involved in the complaint event was received for evaluation. Visual inspection confirmed the reported issue. Two syringes were returned for plant evaluation. Both were filled with a clear solution and both had small pieces of dark or black particulate that would settle in the solution to the bottom part of the syringes. Ftir lab tests show a 98% match with the rubber tip compound. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. The syringe is intended to be a single use syringe and not qualified as a prefill syringe. If the syringe is filled and used promptly, as intended, there should not be any significant interaction between the syringe components and the fill substance. During qualifications, the syringe is tested to 7886-1 iso standard that exposes the entire inside surface of the syringe to 4 different chemicals and is evaluated to see if there are any contents extracted from the syringe into the chemical. There is also a biocompatibility test that is completed to verify safety of the syringes. Instructions of use should include not to prefill the syringe. The components of the syringe are not qualified for long term contact with strong acids or other base substances. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states when drawing up the syringe the liquid that is clear is turning dark inside the syringe. Also, the rubber part is mixing with the liquid / medication as they are seeing pieces inside of the syringe.